Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the stent implant was not on the balloon after the device had been advanced into the anatomy. It should be noted that the omnilink elite instructions for use, states: prior to using the omnilink elite stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery. The 8.0 x 39 mm omnilink elite vascular stent delivery system was prepared for use without noted issue. The omnilink stent delivery system was advanced into the anatomy and an attempt was made to deploy the stent. The balloon was inflated and it was noted that the stent was missing. The dislodged stent was found on the back table. The procedure ended with only angioplasty performed, using the stent delivery system balloon. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.